Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous part of the mid rca. The device was inserted into the mid rca, but the balloon could not be inflated even when pressure was increased to 2 atm and then 4 atm. Then the orsiro mission catheter was pulled out and it was observed that the balloon was leaking. A stent from another company was used to complete the intervention. The patient was discharged home.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has partially been inflated with the balloon shoulders slightly opened. Contrast medium and blood residue was observed inside of the inflation lumen and the balloon lumen. The stent was not returned. Stent imprints show that the stent was initially crimped on the balloon between the x-ray markers. The distal balloon shoulder shows a damage in the shape of a long scratch from the tip up to the distal x-ray marker with a tear in the middle of the scratch. This tear is reaching through the wall of the balloon shoulder, causing a leakage. During an inflation attempt, a soft jet of water was observed leaking from the tear. However, the cause of the damage of the balloon shoulder could not be clarified. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous part of the mid rca. The device was inserted into the mid rca, but the balloon could not be inflated even when pressure was increased to 2 atm and then 4 atm. Then the orsiro mission catheter was pulled out and it was observed that the balloon was leaking. A stent from another company was used to complete the intervention. The patient was discharged home.